Event description:
It was reported that there was an issue with the scope during a case, where the image was flipped upside down. The scope was replaced, and the issue was resolved. However, when the scope was tested again after the case, the same issue occurred. The technical support engineer advised processing an RMA for the scope. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The scope was replaced, and the issue was resolved. However, when the scope was tested again after the case, the same issue occurred. The technical support engineer advised processing an RMA for the scope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Manufacturer narrative:
A definitive root-cause cannot be established since the customer resolved the issue by replacing the affected endoscope, no additional details were shared, and no product was returned for failure analysis. A potential root cause for this failure can be attributed to a component fault within the affected endoscope, but failure analysis must be completed to confirm any instrument issue. Field h8 corrected to initial use.

Event description:
Refer to h11 for follow-up information.